Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported there is concern for pump thrombosis. The patient did not experience any alarms. It was noted that the patient was off anticoagulation for bleeding with normal lactate dehydrogenase. The log file captured routine events and there were no notable alarms conditions or parameter changes. The device functioned as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. Additionally, analysis of the log files provided by the account confirmed elevations in pump power and flow; however, a specific cause for this finding could not be conclusively determined. The submitted log file contained data from (B)(6) 2023 to (B)(6) 2023, per the timestamp. Analysis of the submitted log file revealed transient power elevations up to 11.7 watts on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023. The pump remained above the low-speed limit and appeared to be functioning as intended. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists device thrombosis and bleeding as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are also addressed in section 1 of this IFU. Pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range as well as how to respond in the event that there is a risk of bleeding. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.